Event description:
Health care professional reported, rupture. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as unidentified (tear) opening (shell thickness was within specification). Cyst: unable to observe, as it is not related to the device. Lump/ nodule: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Health care professional reported rupture. This relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device was explanted, date was not reported.